Event description:
I had mentor saline implants placed on (B)(6) 2009. Starting in (B)(6) 2012, I have been to the pcp, cardiologist, neuropath (leaky gut) rheumatologist (insane chronic pain of muscles, joints from head to toe), obgyn, allergist ( food allergy), pain mgmt specialist, counselor, sleep study for chronic fatigue syndrome, urgent care for multiple yeast infection and the list goes on. Searching for why my young body is failing me and getting worse each day. For the past 6 solid years I've barely been able to crawl out of bed everyday feeling like beaten with a baseball bat at (B)(6) years old don't think this is normal). Every specialist past me off to the next telling me I had anxiety, depression or "I was doing too much". "Ummm" I'm the young mother of 4, I should be able to do and juggle many things as all of the other fellow mothers around me do daily. I finally was able to explant (B)(6) 2019 and almost have my body and my life back. These implants were poisoning me. I was the 1.4-2% of women they speak of in the fine print on the pamphlets that are rarely discussed or handed out.